Event description:
It was reported the patient was not able to adjust their stimulation. The ipg light was off. The last time the patient saw the light on was approximately two weeks ago. The patient experienced a loss of therapeutic effect and return of pd symptoms. The patient's symptoms were described by the patients spouse as "falls an awful lot, excessively" and has "some dyskinesia but not too much tremor and is not super stiff." The patient also was experiencing "involuntary eye closure", which the patient's spouse believed was the cause of him "bumping into everything." The patient reportedly had a bad fall about 2 weeks ago, where he "fell flat on his forehead" and had a "nosebleed and bump." The patient was seeking a new physician.